Manufacturer narrative:
The lot number was not reported. Off-label use: solitaire is contraindicated with patients with angiographic evidence of carotid dissection. Additionally, the physician performed more than 3 passes as recommended in the instruction for use. There is no device issue was reported during the procedure. The device was not returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event and the patient's pre-existing conditions. Distal embolization including to a previously uninvolved territory is a known inherent risk of solitaire procedure and is documented in the solitaire¿ 2 revascularization device instruction for use. Same event as reported in MDR mdfr: 2029214-2015-05165.

Event description:
Medtronic received information that a patient experienced distal emboli in a new territory during a stent retriever procedure to treat a proximal m2 middle cerebral artery (mca) occlusion. Initial right proximal internal carotid injection demonstrates evidence of a previous healed dissection of the internal carotid artery with a pseudoaneurysm. The physician attempted 4 passes using two solitaire devices (sfr2-4-20 2 passes and sfr2-6-30 2 passes) and tici score improved from 0 to 2a. During the procedure, a second micro catheter was placed in the posterior division of the right mca and utilizing a stent retriever more clot was removed but there is now clot at the anterior division of the right mca. Several passes were made with the solitaire stent and suction for restoration of flow into the mca but visible clot remained. Therefore, a balloon was then maneuvered to the right m1/m2 segment with angioplasty that allowed for opening the posterior division of the right mca. The anterior division initially was remained closed at the termination of the procedure filling via collaterals from the anterior cerebral artery. The imaging result post procedure showed "no new stroke." The patient was discharged to a rehabilitation facility 11 days post procedure with mrs of 3.